Manufacturer narrative:
The investigation determined that discordant reactive vitros cov2igg results were obtained from seven (7) patient samples when tested using a vitros 3600 immunodiagnostic system. The vitros cov2igg results were discordant based on non-reactive vitros anti- sars-cov-2 total (cov2tot) results from the same patient samples. A definitive assignable cause for the discordant reactive results could not be determined with the information provided. All patients were city health office employees that were tested per regular screening of local government employees. All patients were asymptomatic. No additional testing to detect the presence of an interferent was performed on these patient samples. Pcr testing was not performed on these patient samples before or after the vitros antibody testing was completed. It was concluded that the discordancy between the vitros cov2igg and cov2tot assays was due to false positive cov2igg results for the samples. The vitros cov2igg instructions for use does not preclude the possibility of false positive cov2igg results due to cross-reactivity from pre-existing antibodies or other possible causes. A review of historical quality control results for vitros cov2igg lot 170 indicates acceptable performance and a reagent issue is not a likely contributor to the event. Additionally, ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros cov2igg reagent lots 0170. There was no indication of any instrument malfunction and unexpected instrument performance was not a likely contributor to the event. The customer provided no information concerning the sample collection device used to collect the affected samples or sample processing of the affected samples. Therefore, pre-analytical sample handling cannot be ruled out as a potential contributor to this event.

Event description:
A customer contacted their local ortho clinical diagnostics (ortho) representative to report discordant reactive vitros anti- sars-cov-2 igg (cov2igg) results obtained from multiple patient samples when tested on a vitros 3600 immunodiagnostic system. The vitros cov2igg results were discordant based on non-reactive vitros anti- sars-cov-2 total (cov2tot) results from the same patient samples. Patient 1 = 2.0 (reactive) versus expected non-reactive. Patient 2 = 3.39 (reactive) versus expected non-reactive. Patient 3 = 4.06 (reactive) versus expected non-reactive. Patient 4 = 1.07 (reactive) versus expected non-reactive. Patient 5 = 1.29 (reactive) versus expected non-reactive. Patient 6 = 1.97 (reactive) versus expected non-reactive. Patient 7 = 2.59 (reactive) versus expected non-reactive. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The vitros cov2igg results were reported from the laboratory. Ortho has not been made aware of any allegations of patient harm as a result of this event. This report is number 5 of 7 MDR¿s for this event. Seven (7) 3500a forms are being submitted for this event as 7 devices were involved this report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).